Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your infusion set tubing daily for any leaks, air bubbles, or kinks. Air in the tubing, leaks in the tubing, or kinked tubing may restrict or stop insulin delivery and result in under delivery of insulin.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose level was 386 mg/dl. Reportedly, the customer primed the infusion set tubing to address the issue.